Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The dilator was not received. The trocar assembly was received without the headpiece. A needle and suture were noted inside the cannula. The needle was removed, and it was noted that there was crimping and damage to the suture. No visual abnormalities were noted on the cannula. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to reporter: robotic gastrectomy with gastric bypass the surgeon was using the device and went to remove a needle they were suturing with and the needle got caught in the inside seal of the trocar. Both the needle and the trocar were removed from the patient. The needle did not fall inside the patient. Extended the procedure by 10 minutes. The sales rep was present during the case. No injury to the patient.